Event description:
A patient reported blood glucose results of "211 mg/dl and 112 mg/dl" with a lifescan meter, peformed within 10 minutes of each other. The customer care representative walked the patient through two consecutive control tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunction and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.